Manufacturer narrative:
Upon follow up four lot numbers were provided. The quantity of each lot was not reported; however, the total quantity of polyflux dialyzers is nine (9) which were initially reported under MDR report number 9611369-2023-00140. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was not able to be observed. Due to the nature of the provided samples, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a hole in the dialyzer tube due to a crack in an unknown quantity (total quantity reported is nine) of polyflux 140h sets. The leaks were observed during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.